Manufacturer narrative:
The returned sc-4318 lot# 24900591 clik x anchor was analyzed and the investigation has not identified a potential process or design related issue for the reported device, further review is not required at this time. Emerging trends are captured as part of the post market signal evaluation and escalation process ((B)(6)). With all the available information, boston scientific concludes the allegation that the patient was experiencing inadequate pain relief due to one of the leads that migrated, was confirmed. Visual inspection revealed the anchor suffered torn eyelets with missing silicone in the field. The device was still able to lock down multiple leads with an audible clicking sound. The torn eyelets resulted in lead migration causing the reported inadequate pain relief.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to one of the leads that migrated two vertebral bodies as confirmed through x-ray. The patient underwent a revision procedure wherein the clik anchor was replaced and will be returned. The patient had good pain coverage and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072590. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 24900591.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to one of the leads that migrated two vertebral bodies as confirmed through x-ray. The patient underwent a revision procedure wherein the clik anchor was replaced and will be returned. The patient had good pain coverage and was doing well postoperatively.